Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 8 unit bolus. Reportedly, the customer had accidentally entered 8 units of insulin to be delivered instead of 8 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to 50 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.